Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty (ptca) procedure with a 6f sheath. Reportedly, the physician performed step 4 successfully, however while pushing the suture trimmer over the rail suture, the suture broke. The physician had to cut the non rail suture. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported material separation is likely due to the circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.